Event description:
The user attempted to deploy training product in response to possible sca. The subject was not resuscitated. (B) (4).

Manufacturer narrative:
No association 510(k) training product. Method: based on customer's account of the event. Result: a training product was used on a pt. Conclusion: upon arrival of the paramedics, an AED was applied; however, the subject was not resuscitated. Training products contain labeling and voice prompts that inform the user that they are training products. Instead of actual aeds.